Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high sensing integrity counter (sic) and high rate non-sustained episodes. In addition, increased high pacing impedance was observed and the capture threshold was at high output. The alerts were turned off and the rv lead currently remains in use. No patient complications have been reported as a result of this event.